Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an 830 and e216 scope communication errors, and white residue/clouding inside the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue is expected or random electrical component failure without any design or manufacturing issue. The most probable cause for the white reside is the use of products that contain silicone can cause deposits of white foreign material. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.